Manufacturer narrative:
This report is submitted on october 10, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced loss of osseointegration and subsequently was administered antibiotics (date and type not reported). Clinical management is ongoing.